Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The supplies were changed to address the event and insulin delivery was resumed. Blood glucose (bg) was 512 mg/dl. Reportedly, customer did not address bg.